Event description:
The customer reported to olympus, during a therapeutic colonoscopy, the subject device had no image. The subject device was inspected prior to use and no issues were identified. The surgeon cancelled the surgery and proceeded to order unknown medications to the patient. There was an unspecified delay in the procedure however the patient was not under general anesthesia.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the user facility (see a2, a3, a4 and b5), and legal manufacturer's investigation. According to the legal manufacturer¿s investigation. The reported complaint of image loss cannot be confirmed, as the device was not returned to the factory for investigation. Although, the device was returned to the local branch center, there is no information to indicate whether the image loss was reproduced or not. No error log check was performed because confirmation of settings and log is not necessary when identifying the cause. The reported complaint is said to be not related to design. A DHR review showed that the device was confirmed to met standard at the time of shipment. There were no other similar complaints received from the same user facility involving the subject device.

Event description:
It was further reported that the reason for the treatment was for the following of the flow of medicating the patient for the examination. The treatment was not provided due to an injury associated with the device malfunction. The appropriate approach was to relocate the patient to another unit in order to close the diagnosis and to perform another procedure, the patient must re-prepare as prescribed. The patient¿s current condition is said to be normal.